Manufacturer narrative:
H6: updated. H3: one sample was received. Sample was visually inspected and a tear was observed on the cuff of the tube. The customer reported complaint was able to be confirmed. The probable cause of the tear is unknown. The lot history was reviewed. No nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that the balloon was punctured. There was no patient involvement or patient harm reported as a result of the event. The issue was noticed while checking the balloon before intubation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.